Event description:
According to the reporter, during a robot-assisted esophagectomy, on the 3rd and 4th firing of the gastric tube creation; when an attempt was made to open the jaw of the cartridge of the powered stapler after firing, the surface of the cartridge melted and formed a shape that was attached to the tissue (which was not actually melted); so it was released while assisting with forceps. At that time, it was difficult to release the melted tissue fragment while pulling the suture. It was noted that treatment intervention was not performed. There was no patient injury.

Manufacturer narrative:
D10 concomitant products: egia60amt, egia60amt egia 60 artic med thick sulu (lot#:p4k1223), sigadaptshort, sig power sigadaptshort lin short adapt (serial#: unknown), sigpshell, sig power sigpshell control shell (lot#: unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.